Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and constant abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (essure devices removal). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety and depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and constant abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didi not undergo essure confirmation test" and device difficult to use "essure placement procedure as they had difficulty placing one.". Concomitant products included ibuprofen since 2012. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower outcome was unknown, the pelvic pain had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she advised of complications from her essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result not provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia); dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; vaginal discharge; fatigue, lower abdominal pain, device insertion difficulty and patient did not undergo essure confirmation testwere added. Outcome of events pain from unknown to recovered/resolved and bleeding from unknown to recovering/resolving were updated. Date of birth was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') and abdominal pain ('severe and constant abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device difficult to use "essure placement procedure as they had difficulty placing one.". Concomitant products included ibuprofen since 2012. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), migraine ("migraine") and procedural pain ("transient procedure pain"). The patient was treated with surgery (hysterectomy (full) ,salpingectomy(bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, anxiety, depression, fatigue, abdominal pain lower, migraine and procedural pain outcome was unknown, the abdominal pain, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, metrorrhagia and urinary tract infection had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, migraine, pelvic pain, procedural pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she advised of complications from her essure removal procedure. Plaintiff received treatment for pelvic pain , abdominal pain ,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), perforation- fallopian tubes,vaginal discharge, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result not provided. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New event ' transient procedure pain' was added. New reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') and abdominal pain ('severe and constant abdominal pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device difficult to use "essure placement procedure as they had difficulty placing one.". Concomitant products included ibuprofen since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping);"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("lower abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), migraine ("migraine"), procedural pain ("transient procedure pain") and complication of device removal ("were you advised of any complications from your essure removal procedure? Yes"). The patient was treated with surgery (hysterectomy (full) ,salpingectomy(bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, anxiety, depression, fatigue, abdominal pain lower, migraine, procedural pain and complication of device removal outcome was unknown, the abdominal pain, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, metrorrhagia and urinary tract infection had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, migraine, pelvic pain, procedural pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she advised of complications from her essure removal procedure. Plaintiff received treatment for pelvicpain , abdominal pain ,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),perforation- fallopian tubes,vaginal discharge, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result not provided; on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet was received. Event added from pfs- complication of device removal. Events onset date were added. Lab data were updated. On 22-nov-2019: no new information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') and abdominal pain ('severe and constant abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device difficult to use "essure placement procedure as they had difficulty placing one.". Concomitant products included ibuprofen since 2012. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full) ,salpingectomy(bilateral)). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, anxiety, depression, fatigue, abdominal pain lower and migraine outcome was unknown, the abdominal pain, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, metrorrhagia and urinary tract infection had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she advised of complications from her essure removal procedure. Plaintiff received treatment for pelvic pain , abdominal pain ,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),perforation- fallopian tubes,vaginal discharge, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result not provided. Imaging procedure - on (B)(6)2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Event: metrorrhagia (bleeding b/w periods),uti, perforation- fallopian tubes,migraine were added. Every outcome were updated to recovered: pelvic pain , abdominal pain ,dysmenorrhea ,dyspareunia , vaginal discharge, uti, menorrhagia, metrorrhagia .lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.